Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). A heal collar 3.5x4.5, 5mm (hc345) was returned for investigation. Visual evaluation of the as returned product identified damaged threads. Functional testing was performed for the returned product and unable to thread into stock in-house device. No pre-existing conditions were noted on the per. The reported device tooth location is #36 and length of implantation of use is unknown. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (2019101456). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019101456) for similar event and no other complaint was identified. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device.based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Device product code unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the healing abutment does not thread into the implant. Another healing abutment was placed.